Event description:
It was rpeorted to st. Jude medical that the r-wave amplitude on the implantable cardiac defibrillator was decreasing. Inappropriate sensing and shock were also reported. The system was explanted.